Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. It was suggested during the call that the device be replaced. No intervention was performed.

Manufacturer narrative:
The reported field event of premature mature battery depletion was confirmed in the laboratory due to review of device image. A longevity calculation was performed and found that the battery depletion was premature based on the device usage. Further analysis could not be performed at this time per legal hold.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2017. The patient had no issues before, during, and after the procedure and was discharged.